Manufacturer narrative:
Continuation of d10: product ID: 8709sc lot# n186933006, implanted: (B)(6) 2009, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10.0mg/ml at 4.411mg and bupivacaine 15.0 mg/ml at 4.411 mg via an implantable pump. It was reported that the patient denies falls or injuries. The catheter study was performed and the catheter could not be aspirated. The catheter replacement would be scheduled but not scheduled yet. The issue had yet to be resolved.

Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the physician opened the pump pocket and found that the pump segment of the catheter was kinked due to the positioning in the pocket. The catheter was cut on the spinal segment just behind the connector pins, after doing so there was good flow of cerebrospinal fluid (csf) from the catheter. A new 8578 pump segment was attached to the existing spinal segment then attached to the pump. The catheter was then aspirated through the catheter access port (cap) with good flow and priming bolus was programmed. Daily dose decreased from 4.411mg/day to 2.996mg/day of hydromorphone 10mg/ml with bupivacaine 15mg/ml.